Manufacturer narrative:
Qn# (B)(4). One unit of the proximal catheter comprising of metal cannula, juncture hub and extension line molded together was returned for evaluation. The compression fitting was attempted to be locked on to the thread of the juncture hub. Connection was unsuccessful. Closer inspection confirmed the thread alignment mismatch on the juncture hub. Thread alignment issues would cause connection problems. A device history record review was performed and no relevant findings were identified. It was determined that the most likely root cause of the issue is manufacturing/process deficiency.

Event description:
It was reported "on (B)(6) 2025, the doctor found the juncture hub not screwed tightly prior to the use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported " on (B)(6) 2025, the doctor found the juncture hub not screw tightenly prior to the use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)